Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. Device manufacture date is unknown.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib disabled" message. Another device was used. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. No information has been provided regarding the customer, device serial number, or full disclosure logs. Without this information, we were unable to contact the customer or conduct a detailed investigation. The report only confirmed that the device involved was a zoll r-series. The claim will be closed as information not sufficient for investigation. The claim will be reopened for investigation upon receipt of the device or any value-added information. No trend is associated with reports of this type.